Manufacturer narrative:
This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure of the radius fracture due to a pulled screws out of the bone. It was mentioned that reported screw was implanted last (B)(6) 2020. During the procedure the locking compression plate (lcp) and 6 cortex screws were removed, and the patient was revised with variable angle (va) xl distal radius plate. The procedure and the patient outcome were unknown. Concomitant device reported: locking compression plate (part# 223.57, lot# 5796904, quantity 1). This complaint involves 6 devices. This is report 4 of 6 for (B)(4).